Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted very thick crystallized contrast on the shaft and balloon and in the inflation lumen and in the balloon, consistent with preparation. The stent implant had dislodged from the balloon and was not returned, confirming the reported information. The proximal end of the balloon was returned tightly folded. The middle and distal end of the balloon was severely bunched and wrinkled. There were crimp marks visible on the proximal end of the balloon between the marker. Due to the severely bunched and wrinkled middle and distal end of the balloon, crimp marks could not be determined. The balloon had torn at the proximal balloon seal. The fracture faces were jagged. The inner member was intact. There was a kink in the hypotube 55cm distal to the strain relief tubing. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomical information was not provided with the case details, which may have aided in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon and led to the noted balloon and inner member bunching. Subsequent interaction with the lesion during retraction would have then led to the stent dislodgement. It is possible that as resistance was encountered during retraction, it would have contributed to the noted balloon separation. Further handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted hypotube kink. Additional attempts were made to retrieve the dislodged stent; however they were unsuccessful. It was reported that the dislodged stent started clotting and the left main shut down and the patient later expired. Thrombosis and death, as listed in the mini vision instructions for use (IFU), are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement and noted damage to the stent delivery system could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat an acute myocardial infarct (ami) patient. After pre-dilatation was performed with a 2.5 x 15 mm voyager balloon, a 3.5 x 28 mm rx vision stent was deployed in the left anterior descending artery. The diagonal artery was then pre-dilated with another 2.5 x 15 mm voyager balloon and the 2.5 x 15 mm mini vision stent was advanced; however, there was reported difficulty in crossing. When the stent delivery system was removed, the stent was noted to have dislodged in the left main artery. Attempts were made to retrieve the stent, but were unsuccessful. The stent started clotting and the left main shut down. The patient expired on the table. No additional information was provided.